Event description:
Epidural, programmed pump and primed by physician. 1447, patient-controlled analgesia (pca) button pushed multiple times by patient. No relief. After delivery upon disconnecting epidural, bag noticed to be full but pump read 5 ml remaining. Problem is pump never alarmed for air in line or error.